Event description:
Xxxxxx health system (xxx) is a large academic medical center in xxxxxxxx comprised of 7 hospitals, multiple clinics and urgent care centers, 2 long term care facilities, and 3 correctional health sites. In xxxxxxx 2022, xxx fully upgrade from an older version of bbraun IV pump to the new bbraun infusomat space infusion pump. Since that time, we received several reports of increased alarms for air-in-line (air bubbles) that were causing an impedance to patient care. When the air in line alarm initiates, it simultaneously pauses the medication infusing. Even worse, many of these bubbles were not visible, which makes it difficult for staff to triage beyond wasting multiple subsequent lines and time to prep and prime another line. We reported the events to bbraun, and in some cases submitted samples of IV tubing. Though not occurring in all of our care areas, it was disproportionately affecting our most critical patient population related to their dependence on hemodynamic medications such as epinephrine, levophed, and prostacylins in both our adult and pediatric populations. The initial response from the bbraun was that our new IV pump design lacked the air bubble reservoir that the previous model had. They also stated discovery of shortened lines by one of their manufacturers for a lot number we had in-house. However, the issues with micro-bubbles in lines continued to occur universally regardless of medication type, medication source, or method of priming, causing frequent pump alarming and stoppage of infusions. In xxxx of 2023, the multiple ongoing complaints by (B)(6) 1- year post go-live caused bbraun to report the issue to their corporate vp of medical affairs and engage their quality teams for taskforce testing for solutions. We also contacted ecri to investigate if there were any other health systems reporting the same issue, which at that time there have been none. Bbraun also stated that they none of their other organizations were having the issue at that time. After several weeks of testing, they reported finding that the issue was related to unexpected changes in the diameter size and surface finish of the IV tubing, leading to a significant increase in these alarms. Over the next several months, bbraun worked to recalibrate settings to ensure the tubing specifications were consistent. An interim device was provided called an "anti-siphon valve" was placed on tubing to increase intra-tubing pressure to reduce bubble incidence. This had a positive impact but did not fully resolve the issue, and at times created downstream occlusion alarms. Bbraun provided xxx with their "optimized" tubing solution for the problem in xxxxxx of 2023 and with full system implementation by xxxxxx 2023. The optimized tubing did assist in reducing the incidence of air in line/infusion stopping alarms, however for the most critical population who are on life sustaining medications, the incidents continue and require xxx nursing staff work in an even stress inducing environment that is beyond their control. Recently, bbraun has shared recently that another organization using their product is having the same issues as xxx, although the organization was not divulged. (B)(6) is a federally certified patient safety organization and an FDA medwatch partner. (B)(6).